Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning occurring in drain 4 of 4. The patient was connected during the incident. A fluid leak was subsequently discovered. The fluid leak was discovered during drain 4 of 4. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the patient line and the patient contact stated the cassette was damaged. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid leak discovered in the cassette door of the cycler and on the external portion of the cassette. The patient contact stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient did not complete treatment on the day of the reported event but continued using the cycler for their pd treatment on the following day. The patient contact stated that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. Although the cassette was reported to be damaged during the original call to technical service, upon followup the patient contact stated there was no defect or damage to the cycler set cassette noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning occurring in drain 4 of 4. The patient was connected during the incident. A fluid leak was subsequently discovered. The fluid leak was discovered during drain 4 of 4. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the patient line and the patient contact stated the cassette was damaged. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid leak discovered in the cassette door of the cycler and on the external portion of the cassette. The patient contact stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient did not complete treatment on the day of the reported event but continued using the cycler for their pd treatment on the following day. The patient contact stated that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. Although the cassette was reported to be damaged during the original call to technical service, upon followup the patient contact stated there was no defect or damage to the cycler set cassette noted upon removing it from the cycler.